Manufacturer narrative:
(B)(4).

Event description:
The complaint transmitter was returned for evaluation. The device was visually inspected and no defect was found. Pairing test was performed and the device passed. Functional testing was performed and there was no failure detected. The reported event of loss of connection was not confirmed. A root cause could not be determined. Additionally, we received data from the cloud/share and were able to confirm the customer complaint with data

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, a loss of connection between the transmitter and smart device occurred. No additional patient or event information is available. Data was provided for evaluation. Data review confirmed the reported event of a loss of connection. A root cause could not be determined via data. The transmitter has been received for evaluation. A follow up report will be submitted upon completion.